Event description:
It was reported that noise was observed on the lead after hv therapy. The noise did not affect therapy delivery. Noise events could not be reproduced with pocket manipulation or arm movements. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 16.2-16.9cm from the electrode tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 9.0-10.2cm and 22.0-23.3cm from the electrode tip. The etfe coating was intact at these locations.